Event description:
The customer reports a falsely elevated architect ipth assay result for one female patient that was generated on an architect i1000sr analyzer. The customer reports that on (B)(6) 2013, the patient had generated an architect ipth assay result of 54.1 pg/ml. The normal reference range used by the customer is 8.7 to 77.1 pg/ml. On (B)(6) 2013, a new sample taken from this patient generated a result of 82.6 pg/ml. Upon receiving this result, the patient was referred to an endocrinologist. The patient underwent procedures provided by radiological and nuclear medicine services, which included an ultrasound. In (B)(6) 2014 (exact date not provided by the customer) another sample from this patient generated an architect ipth assay result of 49.0 pg/ml. There were no adverse outcomes associated with this issue.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and the investigation has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. As of may 7th 2014, reduced expiration dating has been implemented for the rest of world (row) architect intact pth calibrators (list number 8k25-01 starting with lot 03214c000) to correct the issue. Architect intact pth controls (list number 8k25-10 starting with lot 03114c000) are manufactured from the same matrix material as the calibrators. Therefore, both row architect intact pth calibrators and controls listed above will have a reduced expiration dating. Implementation of architect intact pth calibrators and controls with reduced expiration date (shelf life) will return the product performance to package insert claims.